Manufacturer narrative:
Analysis of programming history.

Event description:
Attempts for product return have been unsuccessful.

Event description:
On (B)(6) 2013, the patient's mother posted about the patient on (B)(6). The mother reported that hen the patient has seizures they last much longer. She stated that the patient was diagnosed with epilepsy disorder at the young age of 5, by the age of 10 she had a vns placed due to uncontrolled seizures despite all medication trials/changes. Per the mother, when the patient was initially implanted she had not yet developed nor gained as much weight as she had in the past three years. The mother questioned if the weight gain caused the vns magnet to stop working as well as there was now more distance between the skin and the device. The patient was seen by the physician on (B)(6) 2013. There was difficulty communicating with the device and it was noted that the patient had gained 120 pounds. It was indicated that they were able to interrogate the device when the programming system was pressed against the patient (decreasing the distance between the wand and device). The patient was referred for replacement and repositioning of the device due to the communication difficulties and implant depth. Follow up with the physician found that it was not believed the vns device had migrated. The patient's mother stated that the device was in the same location it has always been it, there is just more tissue on top of it as the patient has aged. The patient was referred to surgery for replacement due to the increased depth not allowing the magnet to have an effect on the device. The physician agreed that the magnet not working was due to the weight gain. Since the magnet cannot be utilized, seizures have increased in both number of seizures and length of seizures. The mother and patient confirm that the magnet use always helped patient during aura's to help stop them and reduced number of seizures. Interrogation of the device indicated the device was working on a proper duty cycle. Surgery is likely, but has not occurred to date. No additional information was provided.